Event description:
It was reported that the patient underwent a left total hip arthroplasty on an unknown date around 2004. Patient received a ringloc shell and a mallory-head calcar stem with a type I taper. Subsequently, the patient was revised on (B)(6) 2014 due to metallosis around the troch bolt in the mallory-head calcar stem. The taper, head, and liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.